Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in operating room for lead revision. The left ventricular lead previously exhibited high capture threshold and cause the patient diaphragmatic stimulation. The lead was capped and replaced. No patient symptoms were reported.